Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 246 mg/dl. Reportedly, the customer did not have a backup therapy available and declined a tandem technical support follow up to confirm if backup therapy method was obtained.